Manufacturer narrative:
No button error alarm was noted on the insulin pump, but there was intermittent button response due to corroded keypad traces. There was no moisture damaged found on the electronics, motor, vibrator motor, or battery tube assemblies. The following cosmetic damage was found on the pump: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and a stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that jumped in the pool with his insulin pump and now he has a button error. The patient's blood glucose at the time of incident was 225 mg/dl. Troubleshooting was initiated for pump exposure to fluid. The customer confirmed that there was no visible moisture on the pump , but that the button error alarm was present in the pump history around the time that the pump was exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.